Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an electrical fault alarm. Device remains in use. Log files confirm an electrical fault alarm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller (B)(4) was not returned for evaluation. Log file analysis revealed one (1) electrical fault alarm was logged on (B)(6) 2017 at 07:00:57. The electrical fault alarm was indicative of an open phase in the front stator. As a result, the reported event was confirmed. Based on the risk documentation, a possible root cause can be attributed, but not limited to, contamination by foreign material of the driveline connector or a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the device in relation to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the returned controller revealed contamination within the driveline connector. Log file analysis revealed one (1) electrical fault alarm was logged on (B)(6), 2017 at 07:00:57. The electrical fault alarm was indicative of an open phase in the front stator. As a result, the reported event was confirmed. The information available suggests that the reported electrical fault alarm was caused by contamination/foreign material of the driveline cable connector. The manufacture has an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.